Event description:
Our affiliate is reporting to us that during an open shoulder repair, a portion of the distal tip of a panalok loop inserters broke off into the fixation devices whilst the surgeon was inserting the devices into the bone holes. The fragment was not able to be retrieved and remains captured within the anchor, both secured within the bone hole. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and reviewed visually; both with the naked eye and under power; it is noted that the very distal tip is missing, broken away. A batch record review has been conducted to determine if there were any internal processing issues that would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. This type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage" or "shaft bending", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture, and/or inserter tip may be damaged. Outside of this hypothesis and consideration we cannot discern any other root or underlying cause for the device's failure. At this point in time, no corrective or further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.